Event description:
It was reported that: the crna had prepared the machine for use by performing the power on self tests and leak and compliance tests. The machine passed and was placed into sleep mode. Approx an hour later, a pt was brought into the room for a case. The crna opened the o2 flow control and began to administer o2 by mask while the pt was being prepared for induction and surgery. After the pt had been oxygenated and tubed, the crna then proceeded to perform manual ventilation, but had no positive pressure in the breathing circuit. The crna checked the apl valve setting and used the o2 flush to pressurize the circuit; however, the condition remained. The pt was ventilated with an alternate device as the power to the machine was cycled. The self test was cancelled and the machine functioned normally. The case was completed using the device. No pt injury.